Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's lead had high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where multiple (5) internal wires were broken. The fractures are consistent with the high impedance reported and the root cause of the fractures is unknown as there were no reports of the patient having any falls, trauma or accidents prior to the allegation.